Event description:
It was reported that the device battery voltage was low after only 32 months implant time. The device is still in use at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The actual device was not received for evaluation. Performance data collected from the device was analyzed and the battery voltage was pre/approaching elective replacement indicator (eri). Weekly trend showed min bat=2.628 to 2.619 volts between 28-jul-2011 and 11-aug-2011, is just before device rrt<= 2.6251 volt.

Event description:
It was reported that the device battery voltage was low after only 32 months implant time. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion, meeting 80% of the expected longevity. Performance data collected from the device was analyzed and the battery voltage was pre/approaching elective replacement indicator (eri). Weekly trend showed min bat=2.628 to 2.619 volts between (B)(6)-2011 and (B)(6)-2011, is just before device rrt<= 2.6251 volt.